Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they front case with keypad replaced due to unresponsive keypad. As found software version 9.33.1.2, as left software version 9.33.1.2. A review of the device history record for (B)(6) was performed from date of manufacture 01/26/2019 to the present date 12/03/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device had a damaged keypad. It was reported there was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device had a damaged keypad. It was reported there was no patient involvement.